Manufacturer narrative:
Unit passed self test and displacement test. Pump error found in the pump history problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.